Manufacturer narrative:
(B)(4). The customer returned one, opened cannon ii plus chronic hemodialysis kit including one connector assembly (j-71524-001a) for analysis. After failing functional testing, leaking was observed when individually flushing each extension line. The leaks were observed where the metal cannula meets the juncture hub of the connector assembly. Leak testing was performed per amrq-000075 rev.17 which states, "there shall be no liquid leakage in the form of a falling drop of water at 300-320 kpa (43.5-46.4 psi) for 30 sec when tested per bs en iso-10555-1 annex c." Both luer hubs were individually attached to the leak tester. With the distal end of the metal cannulas occluded, the extension lines were pressurized to 300 kpa for 30 seconds. When individually flushing either of the extension lines, water was observed exiting the connection of the metal cannulas to the connector assembly. No leaks were noted from any other portion of the assembly. A manual tug test confirmed both the arterial and venous luer hubs were securely attached to their respective extension lines. A device history record review was performed, and no relevant findings were identified. The instructions-for-use (IFU) provided with this kit warns the user, "examine catheter and extension lines before and after each treatment for any signs of damage. Do not use sharp instruments near extension lines or catheter. Repeated over tightening of bloodlines, syringes and caps will reduce connector life and could lead to potential connector failure." The complaint of a leaking connector assembly was able to be confirmed through complaint investigation of the returned sample. Functional testing of the connector assembly revealed leaking from where the metal cannulas meet the juncture hub. Based on the customer report and sample received, manufacturing caused or contributed to this event. A non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "the doctor found the luer hub/fiting connection leaked during used on the patient. No harm for the patient." The user changed to a new set. There was no medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that "the doctor found the luer hub/fiting connection leaked during used on the patient. No harm for the patient." The user changed to a new set. There was no medical intervention required. The patient's current condition is reported as "fine".